Manufacturer narrative:
The reported event of invalid diagnostics error message was confirmed. Based on the information provided, it was determined that the error message was due to the invalid device real time clock (rtc). The root cause of the rtc corruption was unable to be determined. No further anomalies were detected.

Event description:
It was reported that following software upgrade, the patient's leadless pacemaker exhibited a diagnostic anomaly in which an "invalid diagnostics data" error was received. The issue was resolved via reprogramming. The patient was stable.